Manufacturer narrative:
(B)(4).

Event description:
Customer reported receiving readings of 136 mg/dl and 228 mg/dl on his adc meter within 10 minutes that he perceived as erratic. The results when plotted on a parkes error grid fell into the "b" zone showing the difference in values is not considered to be clinically significant. The customer reported experiencing an unspecified "injury" related to this issue. No further information was provided by the customer as he declined to continue troubleshooting. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
Adc received additional information that the customer was transported to a local health care facility by ambulance and hospitalized for 3 days.

Manufacturer narrative:
This report is being sent as a final. The device (B)(4) was returned and an investigation using approved test strips (lot no: 1177409) has determined the complaint is not confirmed. All results were within range specification and no errors were observed during control solution testing. A review of the meter's internal memory log revealed the reported readings were found. Note: the date of the medical event is unknown. (B)(4).